Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has a blank display and the pump constantly beeps. The customer's blood glucose reading was 79 mg/dl at the time of incident. Troubleshooting found that the battery contacts and cap were not damaged. It was also found that after the battery was removed for 10 minutes and reinstalled, the pump did not turn on.. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. Customer was advised that a new insulin pump would be provided to them and to call back if it does not resolve the problem.

Manufacturer narrative:
After battery installation the insulin pump gave an unexpected blank and white flashing lcd followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. The insulin pump was received with cracked keypad overlay at the select button, minor scratched lcd window, case and keypad overlay.